Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.130.212, lot: f-20232, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 31 august 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø1.5 l48/31 f/gliding hole tip of the device has broken off and the broken tip was not returned. No other issues were identified. However, the embedded condition cannot be confirmed since no x ray¿s were provided. The dimensional inspection was performed, and it is within the specification limit. The observed condition drill bit ø1.5 l48/31 f/gliding hole in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the drill bit ø1.5 l48/31 f/gliding hole. While no definitive root cause could be determined, it is probable that the drill bit ø1.5 l48/31 f/gliding hole was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: - drill bit for mini quick coupling dimensional inspection: measured dimensions: shaft od near the tip = conform. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent for a surgery. During the surgery, the drill bit broke and the fragment was remained in the body. Va hand plate was used for fibular fracture. Since the patient¿s bone was hard, the tip of the drill bit broke when it was firmly pressed in. Because the bone was small, the tip of the drill bit was not removed, and the incision was closed after fixation. There was no surgical delay. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves (1) device. This report is for (1) 1.1mm drill bit/mqc for threaded hole/56mm. This report is 2 of 2 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual analysis of the photo revealed that drill bit ø1.5 l48/31 f/gliding hole the tip of the drill bit is broken. Therefore, confirming the complaint condition however, the embedded condition cannot be confirmed since no x ray¿s were provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for drill bit ø1.5 l48/31 f/gliding hole. There is no indication that a design or manufacturing issue has caused the complaint condition. While no definitive root cause could be determined, it is probable component was broken due to the unintended forces hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part: 03.130.212, lot: f-20232, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 31 august 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.